Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Was there any treatment ( medical or surgical intervention / antibiotics or prescription medication) provided to patient for pain? Was the patient taken back to or for any re-suturing/surgical procedure as a result of the event reported? Devices reported in 2210968-2019-87589 and 2210968-2019-87591.

Event description:
It was reported by the patient that they underwent coronary bypass procedure on (B)(6) 2017 and suture was used. The suture was placed in figure of eight on the thorax for closure. Beginning of (B)(6) 2019, the patient reported pain at the thorax when coughing, raising hand or performing a moderate effort of push (use a drill). On (B)(6) 2019: scan of thorax shows the disintegration of the threads in fragments. On (B)(6) 2019: scan of control. The threads have not or very little move of place (about 1 mm maximum). Their position is globally unchanged. The patient reported their current condition as unusual, inopportune and hard headache at several localization; pain remains with medical treatment (200 mg/j of tramadol); postprandial diarrhea; pains at thorax changing side, the left part is more impacted; cough. Additional information will be requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/24/2019. Additional patient code: 2333.

Manufacturer narrative:
Product complaint (B)(4). Device evaluation summary: only pictures were received for analysis. Upon visual inspection of the picture, a broken suture could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown.